Event description:
It was reported that 2 weeks ago pt's incision itched, and a blister developed at the pump incision site. It became larger until it covered the entire incision. A blister also formed on the spine incision site. The hcp believed that the pt's body was rejecting the pump. The pump was explanted on the day of the report. Cultures were taken to rule out an inflection even though the fluid from the blister was clear. Allergy testing was being considered.